Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2019 and today (B)(6) 2019 patient had been peeing like a racehorse; stating they had been going every 10 minutes. Patient verified that therapy was on and they have tried to increase stimulation but that has not work. Patient had a follow up appt last thursday (B)(6) 2019 and everything was working fine. During call, patient increased the stim on program 3. Patient redirected to follow up with healthcare professional (hcp) regarding symptoms and changing programs. Event symptoms were noted as sudden. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported in response to the inquiry if the issue of peeing like a race horse had been resolved that no, it had not been resolved, but that it was better than before. The patient reported they had been back for consultations and explanations and that the staff had been very helpful and helped the patient change programs and intensity on the device. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that the circumstances that led to the peeing like a racehorse and going a lot were that they always had to go a lot and that it just got worse. The patient stated they guessed that one could contribute old age to why they got the ins. There were no further complications reported/anticipated.